Event description:
On (B)(6) 2014, at 12:41, the result from one inform ii meter was 547 mg/dl. At 12:44, a second result from this meter was 177 mg/dl. At 12:47, the result from a second inform ii meter was 124 mg/dl. All results were obtained using strips lot 471356, expiration date 01/31/2015. No patient information was provided. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.